Manufacturer narrative:
The activox device was returned to resmed for an extensive engineering investigation. The investigation determined the root cause to be an isolated component within the dc input power circuit. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was returned to inova/ resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported that an activox 4l oxygen concentrator allegedly caught fire while the device was charging. The device was not in use when the fault occurred; therefore, there was no patient involvement.